Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a coolflow® irrigation pump, and an issue of low flow with no error message occurred. The investigational analysis completed (B)(6)2019. The device was evaluated. Re-calibration of the pump pressure resolved the issue. The device was also subjected to replacement of a damaged door and internal interface cable. Preventative maintenance, safety, and functional testing all passed. Device was installed on (B)(6)2014 . Device has been in the field for a period of time. Device failure is not related to manufacturing process. Therefore, manufacturing record evaluation is not required. Manufacture reference no: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a coolflow® irrigation pump, and an issue of low flow with no error message occurred. During an atrial fibrillation procedure, when it was time to ablate, the temperature was set at 37 degrees on the smartablate¿ system rf generator . The carto 3 system was performing as usual for the mapping phase. However, once ablation started, the temperature on the generator increased to 43 degrees. Ablation would then stop after 1 sec of ablation. It was reported that "the temp limiter error code was triggered". Generator settings were verified and correct. Generator parameters were set to 40w, 460 sec, 43 degree cut-off, and impedance around 100. The irrigation pump setup was in automatic mode. The cable from both the carto 3 system and to generator were changed, with no resolution. The catheter was then removed to observe the flow and was ok. No real umbrella was observed. Only leaking. The catheter was flushed with a syringe to check for umbrella. Umbrella was then observed. Catheter was then changed. There was still not enough flow. Cool flow tubing was changed and there was still not enough flow. All screws were examined and adjusted and there was still not enough flow. The cool flow pump was not working properly. The case was cancelled as no other pump was available to continue the case. After the case the flow rate was recorded at 60cc\min. However, the flow rate was actually at 30cc\min, and then 15cc\min. Measurements occurred by a syringe for 1 minutes each. The patient was under local anesthesia. Transseptal puncture was performed prior to the case cancellation to complete map of the left ventricle fast anatomical mapping and intracardiac echocardiography. No extended hospitalization was required, and no adverse patient consequences were reported. The physician did not consider procedure cancellation as an added risk to the patient. Therefore, the procedure cancellation has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The observed low flow with no error message issue has been as an MDR reportable malfunction.